Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, my surgeon (B)(6) sent a text message with an xray (ap and lateral) of a surgery done on (B)(6) 2015. Pedicle screw was observed and there were broken screws at l5 and s1 on the right side. Images were sent for surveillance only.

Manufacturer narrative:
Evaluation codes: corrected data. Date received by MFR date (08 feb 2017) - no product failure occured. MDR tree will be revisited and follow-up medwatch will be sent. Sales rep confirmed that three screws broke. Two for synthes and one for depuy spine. The broken screw was reported in (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.